Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery to readjust the pump because it was riding too high. There were no patient complications reported.